Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastrojejunostomy laparoscopic procedure, the staplers of the cartridge were gathered on the tissue. They stated that 45 mm thick tissue cartridges did not form b formation. There was no patient injury.